Event description:
A site reported to rxsight that a patient's light adjustable lens (lal, sn (B)(6), +21.5d) was implanted (B)(6) 2024. Postoperatively, the lens dislocated and was replaced with another lal (sn (B)(6), +21.5d) on (B)(6) 2024. The explanting surgeon reported that the lens haptic appeared to be disinserted from the lens prior to the explantation procedure and the haptic was not found during the explant procedure.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Manufacturer narrative:
This supplemental report is submitted to provide updates to sections g6, h3 and h6. The explanted lal was cut into small fragments during explantation and returned to rxsight. Due to the condition of the lens, an evaluation could not be performed.